Manufacturer narrative:
One opened bl5110 pack from lot w3217 was returned. In addition, an opened dp8230s(microflow needle) pouch from lot w4833 and a balanced salt solution bottle from lot 907485 were returned. Visual inspection of all components found no particle matching the complaint description. However, microscopic examination of the blue irrigation sleeve found a small section of material missing from the thread area inside the hub of the sleeve. Microscopic examination of the needle tip found that the hub is damaged, marred and gouged with material missing. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary at this time. See report regarding additional device 0001920664-2019-00226.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported when infusion was switched on, a particle came out of either the phaco sleeve or the lumen of the tip. The surgeon said it was ''a curved, smooth grey plastic part." The particle was irrigated out of the eye. No patient impact was reported.